Manufacturer narrative:
No weak battery alarm was noted. However, unit received with high idle current due to faulty lcd board. The insulin pump was also received with a minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a low battery alarm after the battery longevity was 3 hours. Customer was not using backlight frequently, performing daily rewinds, or allowing alarms to go unattended. Radiofrequency feature was off and the vibrate function was on. The anomaly persisted despite battery cap replacement. Customer's blood glucose was 7.9 mmol/l. Nothing further reported.

Manufacturer narrative:
No weak battery alarm was noted. However, the insulin pump was received with a high idle current due to a faulty display board. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.